Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir retainer, missing reservoir tube o-ring, cracked case at corner of the belt clip rails, minor scratched lcd window, and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's plastic ring on the reservoir compartment became loose. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.